Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that true noise and atrial noise reversions were observed on the atrial lead. The noise was not reproducible in clinic. Programming changes to decrease sensitivity had previously been made and could not be decreased any further. The patient was stable.